Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging a leaking cartridge issue. The reporter indicated that the pt was hospitalized for dka and a blood glucose level of "400 mg/dl" on (B)(6) 2011, while using cartridges that might have leaked. The reporter stated that she never noted any leaking of insulin in the cartridge compartment. Prior to the hospitalization, the reporter mentioned that they tried site changes but the pt's bg's did not respond. The reporter denied observing any kinks at the sites. After the pt began vomiting, she was taken to an emergency room (ER). The pt reportedly had large ketones. She was discharged on (B)(6) 2011. The reporter reportedly reviewed the pump with a doctor and confirmed that the device was programmed correctly. The bolus history was reportedly accurate and no associated alarms were noted. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized for dka while using cartridges that might have leaked.